Manufacturer narrative:
An event of sticking leaflet was reported. Information from the field indicated that leaflets did not open during surgery. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Based on the received information, the cause of the reported sticking leaflet could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
User facility medwatch report mw5182579 received that states "aortic valve was placed in patient but did not open/shut properly. It was then removed and replaced with a different manufacturer's valve" it was reported that on 13 jan 2026, a 23mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, it was noted that the valve did not open/shut properly. The valve got removed and a new valve was implanted.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5182579 received that states "aortic valve was placed in patient but did not open/shut properly. It was then removed, and replaced with a different manufacturer's valve". It was reported that on (B)(6) 2026, a 23mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, it was noted that the valve did not open/shut properly. The valve got removed and a new valve was implanted.